Event description:
In 2007, a pt's cbc and peripheral smear were reviewed by the hematopathologist in the hosp location. Core lab. The cbc was processed on the beckman coulter lh 750 and the peripheral smear was made on the beckman coulter slide maker. A few bizarre looking red cells were noticed on the peripheral smear. It was suggested the red blood cells resembled reptilian or avian red cells. An interpretive report of the unusual appearing red cells, with small intact nuclei, was released by the hematopathologist at this time. The pt's physician was notified, of the finding found on the pt's peripheral smear and a brief history was obtained. The hematopathologist requested a repeat specimen. The hematopathologist also contacted the chief hematopathologist at the univ hematology laboratory, as a consult to this case. We then learned the univ had experienced the same issue approx, three (3) weeks earlier and it was the result of a carry over problem on the beckman coulter lh 750. A reticulocyte control, comprised of avian and human red blood cells was run on the lh 750. When a pt blood sample was run following the retic control, there was some carry over of the control blood in which some of the control cells became mixed in with the pt cells. The result was a few avian rbc's present on the pt's automated blood smear. A manual smear was then prepared to confirm the presence of these bizarre rbc's and a small percentage of the subject cells found to be present. We then concluded that the pt's blood sample was contaminated from the carry over via the aspiration needle. We again called the pt's physician and cancelled the request for the pt to return for repeat testing. Beckman coulter was immediately notified of the problem via telephone. We met with a beckman coulter (bc) sales rep on 10/12/2007. The bc sales representative stated beckman coulter was aware of this problem for two (2) years but did not want to notify customers and cause a panic. We asked beckman coulter's advice on how to resolve this problem. The sales rep explained the beckman coulter process of escalating a complaint and that this particular problem would be elevated to the highest priority, with possible notification to the federal drug administration (FDA). We questioned whether this problem was already escalated as a result of the univ, which it had, but the bc sales representative, stated a separate report would need to be filed. An interim protocol had been provided to the univ, but we were told we would be unable to obtain this protocol until our report was officially filed. When asked what we should do in the meantime, the sales rep stated, she would need to make some phone calls and would get back to us immediately as to how to proceed. We were concerned whether the carry over was occurring after a retic count only or whether it was occurring following cbc with differential also. The bc sales rep was unable to answer our questions. We questioned whether the instrument was safe to run and once again she said she would get back to us. We did receive a call from beckman coulter service stating they would be on site at hosp on tuesday 10/16/2007 to evaluate the instrument. Eval pending.